Manufacturer narrative:
Product not yet returned for eval. (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification.

Event description:
Consumer complaint of about high blood results. Performed blood test - 365 mg/dl. Performed blood test, result showed "hi" (>600 mg/dl). No adverse event reported.